Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed broken cutter tip and a partial shear at the distal end of actuator tube. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was initially reported that the tip of the blade snapped off while reaming the tunnel. Original procedure: left acl with a graft done on (B)(6) 2013. The broken tip was retrieved from the patient. The surgeon opened another of the same part and lot and continued with the case successfully. Case: acl recontruction. The quality of the bone was good. Follow-up information: the patient came into the doctor's office to complain about knee pain. The surgeon ordered an x-ray to be taken and it revealed there was a piece of metal in the knee. At this time the piece of metal was floating in the joint in the front area of the knee. However, the patient returned on (B)(4) 2014 still complaining about pain. The surgeon performed another x-ray. The x-ray revealed the metal piece had moved to the back of the knee. Surgeon scheduled a second surgery for (B)(6) 2014, which was performed. The surgeon tried to retrieve the metal with a scope, however he had to open the knee to be able to retrieve the metal piece. The surgeon was able to retrieve the broken tip. Now to date all broken particles from the flipcutter have been removed . No further issues have been reported related to this incident.